Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery spatula (pcs) instrument was analyzed and found to have a broken spatula. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to damage during use, which may result from inadvertent collisions with other instruments, instruments driven outside the field of view, or using the instrument for suturing. Applying excessive force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal can also cause the spatula to break. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the tip of the permanent cautery spatula was found to be broken post-operatively upon checking during the cleaning process. The procedure was completed with no reported injury.